Manufacturer narrative:
Date of event: exact date unknown, event occured 1 month prior the revision. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316700, model: sc-2316-70, serial: (B)(4), batch: 16121678.

Event description:
It was reported that the patient had trouble charging the ipg and was not getting good coverage at the neck and upper extremity due to lead migration. The patient underwent a revision procedure wherein the old ipg and leads were replaced with an MRI compatible. The explanted devices were not returned.